Event description:
It was reported that during a lap cholecystectomy procedure, the device clips scissored when applying them to the cystic duct. Another device was used to complete the case. There were no adverse patient consequences reported.

Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.